Event description:
It was reported that the patient presented to the clinic with syncope. Interrogation of the pacemaker noted that the right ventricular lead exhibited intermittent capture. X-ray and fluoroscopy performed confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.